Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation: no samples or photos were provided for evaluation therefore failure mode could not be verified and root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there was an issue with not being able to scan the new barcode on 19 of the products.